Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was stated that the customer experienced nausea, vomiting, extreme thirst and ketones. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.